Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 540 mg/dl with polydipsia associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: the total daily dose (tdd) history matched the basal & bolus history; the basal history did not add up correctly to the basal segment programmed by the user. The pump basal change history for (B)(6) 2016 was as follows: 0.55 u/hr at 02:30, 0.5 u/hr at 05:00, 0.25 u/hr at 15:00, 0.0 u/hr at 15:16, 0.25 u/hr at 15:21 & 0.5 u/hr at 19:00. The pump was returned with all segments of basal program 1 set to 0.0 u/hr. According to the tdd history, the daily basal total was 0.00 u/day beginning on (B)(6) 2016; the pump was only used for bolus deliveries from this point onward. The basal totals for the date of complaint appear to be greater than the totals programmed for basal program 1 due to changing of the basal program by the user. The pump was put on a basal program of 1 u/hr for 24 hours during the investigation; the pump history indicated the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).